Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. Analysis found that the tip of the probe was severely twisted with several impact marks at the back end. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 4 damaged instruments. It was unknown if they could be verified or not. There was no patient present when this issue was found.